Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the pacemaker reached explant battery status earlier than expected as nine months earlier the battery showed one and a half years remaining. Engineering analysis of the device's memory noted the battery appeared to be depleting faster than expected due to increased power consumption. Explant was recommended. Subsequently the pacemaker was explanted over two weeks later. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the pacemaker reached explant battery status earlier than expected as nine months earlier the battery showed one and a half years remaining. Engineering analysis of the device's memory noted the battery appeared to be depleting faster than expected due to increased power consumption. Explant was recommended. Subsequently the pacemaker was explanted over two weeks later. A new device was successfully implanted and no additional adverse patient effects were reported.